Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon was inflated other than reported from the hospital and ruptured circumferential in the distal cylindrical balloon part. Microscopic analysis of the fracture site confirmed that a small part of the balloon is missing (approximately 3mm). Both x-ray markers are shifted from their original crimped position, the crimp marks of the two markers are visible on the inner shaft. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations and the provided information, no material or manufacturing related root cause could be determined. It was reported that the balloon catheter could not cross the lesion. Therefore, the damage of the balloon might be related to the patient anatomy. However, the final root cause for the reported event could not be identified.

Event description:
Ous MDR - a part of the balloon stayed in patient before the dilatation, 0.5 cm are missing. The physician had to extract the balloon and then he finished the intervention. Further information about the incident has been requested from the hospital, but has not received as of this report. No patient injury was reported. The patient was finally discharged home.